Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, the cause of the event cannot be conclusively determined. Similar event was confirmed from other user facilities. Possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. Design of the device or manufacturing cannot be confirmed as factors to cause of the event. Though we presume the event was due to the user handling, it is difficult to specify.

Manufacturer narrative:
An olympus field service engineer (fse) confirmed and repaired the reported issue. The device was repaired according to specifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken lid top cover and push plate on a oer-pro endoscope reprocessor. No patient involvement or injuries were reported. No additional information has been obtained.